Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure of a left tmj prothesis approximately 9 years post implantation due to ossification. Heterotopic bone formation was affecting condyle movement. Both implants were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4), d10: 55mm lft standard ti mand cat# 24-6556ti lot# 387700. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2023 - 00351.

Event description:
It was reported that a patient underwent a revision procedure of a left tmj prosthesis due to ossification. Heterotopic bone formation was affecting condyle movement. Both implants were removed. Attempts have been made and additional information on the reported event is unavailable at this time.